Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of december, 2025. D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system y-type blood/solution set leaked near the filter and solution dripped on the ground. This was observed at a 15 minute check during patient infusion with platelets. The tubing was disconnected and removed from the patient to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.